Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, patient death occurred. The 94% stenosed, 2.5x22mm target lesion was located in the left anterior descending (lad) artery. A 2.5x24mm liberte stent delivery system (sds) was advanced to the lesion and the stent was deployed. Post procedure stenosis was reported to be 100%; however, no additional procedure was performed in the target lesion. The patient was discharged one day after the procedure without angina or silent ischemia. Discharge medications were asa 100mg/day for 12 months and clopidogrel 75mg/day for 12 months. Nine days after discharge, the patient experienced sudden cardiac death.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.